Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified as all units met specifications. The patient activity level is unknown. Conclusion: the root cause cannot be determined conclusively.

Event description:
It was reported that the third surgery of extraction due to l3/4 screw loosening and pseudoarthrosis was performed. And then th10-s2ai were fixed with screws.

Event description:
It was reported that the third surgery of extraction due to l3/4 screw loosening and pseudoarthrosis was performed. And then th10-s2ai were fixed with screws.